Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event was reported. The patient reported bleeding at the insertion site. The sensor was inserted into the abdomen on (B)(6) 2019. He had been in the hospital for several days for an unrelated procedure that required high doses of a blood thinner. When he inserted the sensor it started bleeding, which lasted 10-12 hours, and developed a hematoma. A nurse was changing the gauze pads every 1-2 hours before they were finally able to get the bleeding stopped. At the time of contact, he was still hospitalized for the unrelated issue and was doing okay. Per medical review, this would constitute an adverse event due to needing the nurse's assistance, and the risk associated with prolonged bleeding while taking a blood thinner. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.